Event description:
Pt states that after his surgery in 2008, he felt sharp pains in his left arm and when he yawns the pain increases, states that he has swelling and soreness. Pt states that he went to the ER two months later, and was given antibiotics and was told that he had fluid in his lungs and an infection. States that the soreness and swelling has gotten worse. Three months later, patient states that he received a call from the doctor's office and was told by a nurse that his appointment has been cancelled. He stated that he was still having soreness and swelling and was informed that this was to be expected after surgery. He informed the nurse that he has not seen the doctor since he had the surgery. Pt states that he contacted the manufacturer and was told that he may be allergic to the metals in the device. States that he has not had a follow up with his doctor as of yet. Patient is concerned that he may have an infection that could spread to his heart and cause death. States that he does not know who to turn to get the device removed.